Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the tubes fall apart and liquid comes out of them. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Two samples were received for evaluation. Visual and functional inspection was performed and found two cross spikes detached from the tubing line. As part of continuous improvements, a corrective and preventative action (CAPA) has been opened. The root cause and action plan will be documented through the formal investigation. This complaint will be closed with no further action and will be used for tracking and trending purposes.